Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for evaluation, and the reported "issue with dv5 and system would never get through the full setup" was confirmed and replicated. The field service engineer confirmed that the issue occurred in the field. The ccc was visually inspected, and no issues were found. The unit was installed on a known good in-house system, but the vsc monitor could not display the full screen, and the system was unable to complete the power-up sequence. The nsc touch display showed an "insufflator disabled" message. Attempts to program the system were unsuccessful. The unit was taken to a programming station, where it was confirmed to be bricked, per document 1069151-01. As a result of these findings, the root cause was determined to be a bricked ccc. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue. .

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the screen would constantly say system connecting but would never get through the full setup. Technical support engineer (tse) tired to review the logs but logs were not available. Caller stated they were having storms recently and there was a power surge and the tower is not connected to a generator outlet. Tse walked caller through a hard power cycle and reconnection of all teal fiber cables but the issue remained. Caller stated the power button on the tower would blink blue and when pressed would shut off the system immediately. There was no report of patient involvement or reported injury.